Event description:
The customer complains the ventilator was in the stand-by mode during a patient procedure for 15 minutes. The patient was not connected to the ventilator at this time. When the customer turned to the prvc mode, the ventilator made a loud popping sound and alarmed high pressure. The expiratory pressure transducer read 123. The unit was sent to biomed department for evaluation. The expiratory pressure transducer was found to be defective. The part will be shipped from the customer to the facility. There was no patient injury.